Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was not ventilating. It was reported that the event occurred during clinical use. There was no report of patient harm as a result of the event.